Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. Following this incident, the system was checked by the local service engineer. All system checks were completed successfully, and the system was found to be operating within specification. Furthermore, the provided save log was analyzed and no abnormality was found which would indicate a system failure or malfunction. There is no reasonable information that would suggest that the incident is related to a malfunction of the device. Our experts investigated the event and it can be assumed that the incident was due to an issue with the patient's pacemaker in the magnet field of the mr system. Due to the strong magnetic field, particular safety measures must be adhered to in order to prevent injuries. The magnetom symphony - system manual / operating instructions - version syngo mr 2002a section a2 provides clear instructions and warnings regarding both magnetic field hazards and training of personnel with regards to mr safety. However, the responsibility to instruct personnel and patients who have access to the mr examination room about magnetic field hazards lies with the customer. On page a.2.-3 the manual states that mr examinations are not permitted for patients with implants that are electrically, magnetically, or mechanically active (e.g. Cardiac pacemakers). The correct functioning of the implant may be affected by the magnetic and electromagnetic fields. Furthermore, it is stated on page a2.-22 that the operator is responsible for ensuring that persons with implanted cardiac pacemakers or other implants susceptible to electromagnetic effects are not endangered by the magnetic field. Additionally, special warning signs are posted at the entrance of the controlled access area (magnet room). No further actions are to be taken as there is no negative awareness regarding the quality and performance of the system.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens healthineers that an adverse event occurred following examination on the magnetom symphony system. An attempt to perform an examination of a patient with an artificial pacemaker in the MRI system resulted in loss of consciousness of the patient. The patient was transferred to the intensive care unit of the hospital. Resuscitation procedures were unsuccessful and it was reported that the patient died. Siemens has requested additional information in order to conduct an investigation of the reported event.